Event description:
It was reported that "on (B)(6) 2023: in the process of PICC catheter placement for the patient, when the guide wire was needed, the top was blunt and could not enter the needle guide. After cutting, the guide wire was used."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that "on (B)(6) 2023: in the process of PICC catheter placement for the patient, when the guide wire was needed, the top was blunt and could not enter the needle guide. After cutting, the guide wire was used."